Event description:
(B)(4). Following symptoms to date include: stomach bloating, stomach sharp pains, body constantly aching, constipation, back aches, stabbing pain in lower stomach, swelling in legs and feet, rashes on back, legs and front, cysts, terrible cramps, periods every other week and sometimes in between, excessive bleeding, dizziness, hot flashes and excessive sweating, fatigue to the point of passing out, excessive weight gain, loss of appetite, diarrhea several days a week, night sweats, pain during intercourse, joint pain.